Event description:
It was reported that the device was in back up vvi mode with no defib therapy available. The device was explanted and replaced. A new system was implanted with good electrical parameters. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset that occurred during hv charging. The device was tested on the bench and using automated testing equipment and high voltage output transistors were found to be damaged. The damage was due to delivery of hv therapy into a low impedance output. The root cause of the low impedance output could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.